Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was spinal pain and failed back surgery syndrome. It was reported the patient's pump was alarming two day ago indicating a form of motor malfunction which was not reversible by means of reprogramming. The pump was explanted on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.